Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states the following: section: cleaning, ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
The user facility reported the patient was on impella cp support and during support, there was a leak observed from the purge side arm. There was a purge system open alarm that could not be reset. The pump was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. The data log shows a purge leak in the purge pressure trend after 16 hours of case start. The returned product was examined, and the purge leak was noted from a punctured hole in the blue membrane on the sidearm. The cause of the purge leak was damage to the sidearm reservoir, which was most likely due to the use of the device. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27168. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27168 as it is unknown if the initial reporter also sent the report to the food and drug administration.